Manufacturer narrative:
(B)(4). The reported complaint of "system error 3" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via field service technical "system error 3, resetting pump did not work, staff were able to replace pump, procedure then continued as normal with original balloon set. In workshop pump starts ok, run test balloon, after 5 -10 mins pump returns "high base line " alarm makes a lot of odd noises and then stops, repeatable 3 times on one occasion pump returned the warning "massive helium leak".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service technical "system error 3, resetting pump did not work, staff were able to replace pump, procedure then continued as normal with original balloon set. In workshop pump starts ok, run test balloon, after 5 -10 mins pump returns "high base line " alarm makes a lot of odd noises and then stops, repeatable 3 times on one occasion pump returned the warning "massive helium leak". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.